Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and abdominal pain ("abdominal pain") in a 40-year-old female patient who had essure (batch no. 50676287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with essure insertion" on (B)(6) 202. The patient's past medical history included uterine dilation and curettage, multigravida, parity 2, miscarriage in 2011, polycystic ovaries, fibromyalgia, human papilloma virus infection, loop electrosurgical excision procedure, cyst breast, passenger in motor vehicle accident in 2010, nonsmoker, menorrhagia, c-section, sepsis in 1992 and candidiasis in (B)(6) 2011. No dysplasia. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included overweight, hives and uterine leiomyoma. Family history included heart disease, unspecified (father), stroke (father), hypertension (father), hyperlipidemia (father) and breast cancer (mother). Concomitant products included dicycloverine hydrochloride (bentyl) for irritable bowel syndrome as well as paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). In (B)(6) 2013, the patient experienced abdominal distension ("swelling in abdominal area / bloating"). In (B)(6) 2014, the patient experienced menopausal symptoms ("menopausal symptoms") with hot flush, mood swings, insomnia and depression. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hormone level abnormal ("hormonal changes"), gastrointestinal pain ("intestinal pain / constant pain from the irritable bowel syndrome"), abdominal discomfort ("abdominal pressure"), rash ("skin rashes"), nausea ("nausea"), vomiting ("vomiting"), hypoaesthesia ("numbness in her arms"), paraesthesia ("tingling in her arms"), depression ("depression"), anxiety ("anxiety") and allergy to metals ("she could be having reaction to the nickel in the implant"). The patient was treated with ibuprofen, surgery (underwent total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, abdominal discomfort and abdominal distension was resolving, the swelling, hormone level abnormal, irritable bowel syndrome, gastrointestinal pain, nausea, vomiting, menopausal symptoms and allergy to metals outcome was unknown, the rash, hypoaesthesia and paraesthesia had resolved and the depression and anxiety had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, anxiety, depression, gastrointestinal pain, hormone level abnormal, hypoaesthesia, irritable bowel syndrome, menopausal symptoms, nausea, paraesthesia, pelvic pain, rash, swelling and vomiting to be related to essure. The reporter commented: on (B)(6) 2012: both tubal ostia were visualized during insertion procedure. There were 7 coils noted at the left tubal ostia. Two metal coils were noted protruding from the right tubal ostia. Endometrial ablation was done patient receives medical treatment for persistent pelvic pain, bloating, and swelling from 2013 approximate weight at the time of essure placement: 140. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. On (B)(6) 2013 underwent hysterosalphingogram. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: endometrial ablation performed concomitantly with essure insertion, pelvic pain, numbness in hands and feet, rashes, bloating, nausea, vomiting, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: pfs received. Event allergy to nickel added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and abdominal pain ("abdominal pain") in a 40-year-old female patient who had essure (batch no. 50676287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with essure insertion" on 2-oct-2012. The patient's past medical history included uterine dilation and curettage, multigravida, parity 2, miscarriage in 2011, polycystic ovaries, fibromyalgia, human papilloma virus infection, loop electrosurgical excision procedure, cyst breast, passenger in motor vehicle accident in 2010, nonsmoker, menorrhagia, c-section, sepsis in 1992 and candidiasis in march 2011. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included overweight. Family history included heart disease, unspecified (father), stroke (father), hypertension (father), hyperlipidemia (father) and breast cancer (mother). Concomitant products included dicycloverine hydrochloride (bentyl) for irritable bowel syndrome. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hot flush ("hot flashes"), mood swings ("mood swings"), insomnia ("insomnia"), the first episode of depression ("depression"), hormone level abnormal ("hormonal changes"), irritable bowel syndrome ("irritable bowel syndrome"), gastrointestinal pain ("intestinal pain / constant pain from the irritable bowel syndrome"), abdominal discomfort ("abdominal pressure"), abdominal distension ("swelling in abdominal area / bloating"), rash ("skin rashes"), nausea ("nausea"), vomiting ("vomiting"), hypoaesthesia ("numbness in her arms"), paraesthesia ("tingling in her arms"), the second episode of depression ("depression") and anxiety ("anxiety"). The patient was treated with ibuprofen, surgery (underwent total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (underwent total laparoscopic hysterectomy). Essure was removed on 28-may-2014. At the time of the report, the pelvic pain, abdominal pain, abdominal discomfort and abdominal distension was resolving, the swelling, hot flush, mood swings, insomnia, hormone level abnormal, irritable bowel syndrome, gastrointestinal pain, nausea and vomiting outcome was unknown, the rash, hypoaesthesia and paraesthesia had resolved and the last episode of depression and anxiety had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, anxiety, gastrointestinal pain, hormone level abnormal, hot flush, hypoaesthesia, insomnia, irritable bowel syndrome, mood swings, nausea, paraesthesia, pelvic pain, rash, swelling, vomiting, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: on 02-oct-2012: both tubal ostia were visualized during insertion procedure. There were 7 coils noted at the left tubal ostia. Two metal coils were noted protruding from the right tubal ostia. Endometrial ablation was done patient receives medical treatment for persistent pelvic pain, bloating, and swelling from 2013 approximate weight at the time of essure placement: 140. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. On jan-2013 underwent hysterosalphingogram. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: endometrial ablation performed concomitantly with essure insertion, pelvic pain, numbness in hands and feet, rashes, bloating, nausea, vomiting, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-may-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and abdominal pain ("abdominal pain") in a 40-year-old female patient who had essure (batch no. 50676287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with essure insertion" on (B)(6)2012. The patient's past medical history included uterine dilation and curettage, multigravida, parity 2, miscarriage in 2011, polycystic ovaries, fibromyalgia, human papilloma virus infection, loop electrosurgical excision procedure, cyst breast, passenger in motor vehicle accident in 2010, nonsmoker, menorrhagia, c-section, sepsis in 1992 and candidiasis in (B)(6) 2011. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included overweight. Family history included heart disease, unspecified (father), stroke (father), hypertension (father), hyperlipidemia (father) and breast cancer (mother). Concomitant products included dicycloverine hydrochloride (bentyl) for irritable bowel syndrome. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). In (B)(6) 2013, the patient experienced abdominal distension ("swelling in abdominal area / bloating"). In (B)(6) 2014, the patient experienced menopausal symptoms ("menopausal symptoms") with hot flush, mood swings, insomnia and depression. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hormone level abnormal ("hormonal changes"), gastrointestinal pain ("intestinal pain / constant pain from the irritable bowel syndrome"), abdominal discomfort ("abdominal pressure"), rash ("skin rashes"), nausea ("nausea"), vomiting ("vomiting"), hypoaesthesia ("numbness in her arms"), paraesthesia ("tingling in her arms"), depression ("depression") and anxiety ("anxiety"). The patient was treated with ibuprofen, surgery (underwent total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (underwent total laparoscopic hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, abdominal discomfort and abdominal distension was resolving, the swelling, hormone level abnormal, irritable bowel syndrome, gastrointestinal pain, nausea, vomiting and menopausal symptoms outcome was unknown, the rash, hypoaesthesia and paraesthesia had resolved and the depression and anxiety had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, anxiety, depression, gastrointestinal pain, hormone level abnormal, hypoaesthesia, irritable bowel syndrome, menopausal symptoms, nausea, paraesthesia, pelvic pain, rash, swelling and vomiting to be related to essure. The reporter commented: on (B)(6) 2012: both tubal ostia were visualized during insertion procedure. There were 7 coils noted at the left tubal ostia. Two metal coils were noted protruding from the right tubal ostia. Endometrial ablation was done patient receives medical treatment for persistent pelvic pain, bloating, and swelling from 2013 approximate weight at the time of essure placement: 140. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. On (B)(6) 2013 underwent hysterosalphingogram. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: endometrial ablation performed concomitantly with essure insertion, pelvic pain, numbness in hands and feet, rashes, bloating, nausea, vomiting, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: event-" menopausal symptoms " is added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and abdominal pain ("abdominal pain") in a (B)(6) year-old female patient who had essure (batch no. 50676287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with essure insertion" on (B)(6) 2012. The patient's past medical history included uterine dilation and curettage, multigravida, parity 2, miscarriage in 2011, polycystic ovaries, fibromyalgia, human papilloma virus infection, loop electrosurgical excision procedure, cyst breast, passenger in motor vehicle accident in 2010, nonsmoker, menorrhagia, c-section, sepsis in 1992 and candidiasis in (B)(6) 2011. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included overweight. Family history included heart disease, unspecified (father), stroke (father), hypertension (father), hyperlipidemia (father) and breast cancer (mother). Concomitant products included dicycloverine hydrochloride (bentyl) for irritable bowel syndrome. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hot flush ("hot flashes"), mood swings ("mood swings"), insomnia ("insomnia"), the first episode of depression ("depression"), hormone level abnormal ("hormonal changes"), irritable bowel syndrome ("irritable bowel syndrome"), gastrointestinal pain ("intestinal pain / constant pain from the irritable bowel syndrome"), abdominal discomfort ("abdominal pressure"), abdominal distension ("swelling in abdominal area / bloating"), rash ("skin rashes"), nausea ("nausea"), vomiting ("vomiting"), hypoaesthesia ("numbness in her arms"), paraesthesia ("tingling in her arms"), the second episode of depression ("depression") and anxiety ("anxiety"). The patient was treated with ibuprofen, surgery (underwent total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (underwent total laparoscopic hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, abdominal discomfort and abdominal distension was resolving, the swelling, hot flush, mood swings, insomnia, hormone level abnormal, irritable bowel syndrome, gastrointestinal pain, nausea and vomiting outcome was unknown, the rash, hypoaesthesia and paraesthesia had resolved and the last episode of depression and anxiety had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, anxiety, gastrointestinal pain, hormone level abnormal, hot flush, hypoaesthesia, insomnia, irritable bowel syndrome, mood swings, nausea, paraesthesia, pelvic pain, rash, swelling, vomiting, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: on (B)(6) 2012: both tubal ostia were visualized during insertion procedure. There were 7 coils noted at the left tubal ostia. Two metal coils were noted protruding from the right tubal ostia. Endometrial ablation was done patient receives medical treatment for persistent pelvic pain, bloating, and swelling from 2013 approximate weight at the time of essure placement: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. On (B)(6) 2013 underwent hysterosalpingogram. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: endometrial ablation performed concomitantly with essure insertion, pelvic pain, numbness in hands and feet, rashes, bloating, nausea, vomiting, abdominal pain. Most recent follow-up information incorporated above includes: on 15-nov-2017: medical records received : new reporters added (case became medically confirmed). Historical drug and historical condition added. New event added (endometrial ablation performed concomitantly with essure insertion). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and abdominal pain ("abdominal pain") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage, gravida ii, parity 2 and miscarriage. Concurrent conditions included overweight. Concomitant products included dicycloverine hydrochloride (bentyl) for irritable bowel syndrome. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("swelling in abdominal area / bloating"), hot flush ("hot flashes"), mood swings ("mood swings"), insomnia ("insomnia"), the first episode of depression ("depression"), hormone level abnormal ("hormonal changes"), irritable bowel syndrome ("irritable bowel syndrome"), gastrointestinal pain ("intestinal pain / constant pain from the irritable bowel syndrome"), abdominal discomfort ("abdominal pressure"), rash ("skin rashes"), nausea ("nausea"), vomiting ("vomiting"), hypoaesthesia ("numbness in her arms"), paraesthesia ("tingling in her arms"), the second episode of depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (underwent total laparoscopic hysterectomy, bilateral salpingectomy) . Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, abdominal distension and abdominal discomfort was resolving, the hot flush, mood swings, insomnia, hormone level abnormal, irritable bowel syndrome, gastrointestinal pain, nausea and vomiting outcome was unknown, the rash, hypoaesthesia and paraesthesia had resolved and the last episode of depression and anxiety had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, anxiety, gastrointestinal pain, hormone level abnormal, hot flush, hypoaesthesia, insomnia, irritable bowel syndrome, mood swings, nausea, paraesthesia, pelvic pain, rash, vomiting, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: patient receives medical treatment for persistent pelvic pain, bloating, and swelling from 2013 approximate weight at the time of essure placement: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. On (B)(6) 2013 underwent hysterosalpingogram. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events persistent pelvic pain, swelling in abdominal area / bloating, hot flashes, mood swings, insomnia, hormonal changes, irritable bowel syndrome, intestinal pain, abdominal pressure, abdominal pain, skin rashes, vomiting, nausea, numbness in her arms, tingling in her arms, depression, anxiety, reporter, historical condition, lot number, concomitant medication added from pfs. Essure legal manufacture has changed from bayer healthcare, (B)(4), milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.